Event description:
It was reported that during use with the 2x200mm armada 14 balloon dilatation catheter (bdc), the balloon stopped working when inflation reached 12 atmospheres (atm). The device was removed without issue and the procedure was continued. During the procedure under fluoroscopy contrast was diffusing out of the balloon. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. However, balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.